Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the constant temperature measurement was not possible, the temperature sensor cable has been replaced. Per review of wo on 16apr2026, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temperature cable failure. The device was evaluated upon receipt. It was confirmed that there was an issue was temperature sensor cable. The temperature cable was replaced. The fault is on the mixing pump. The pm procedure was performed. Replaced the heater, mixing pump, circulation pump, drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s) d, f, h. A DHR review is not required as the serial number is unknown. Initial reporter phone number: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the constant temperature measurement was not possible, the temperature sensor cable has been replaced. Per review of wo on 16apr2026, there was no patient involvement. Per sample evaluation results received via task on 01may2026, it was reported that the fault was on the mixing pump.